Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil visible at left uterine cornua having migrated away from fallopian tube') in a female patient who had essure (batch no: a64836 -not valid) inserted for female sterilisation. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy and bilateral removal of essure devices). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Lot number: a64836 -not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil visible at left uterine cornua having migrated away from fallopian tube') in a female patient who had essure (batch no. A64836) inserted for female sterilisation. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy and bilateral removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Lot number: a64836. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.